Manufacturer narrative:
The product reported in this report is an export device not cleared or approved for marketing in the us. This complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k)# k161367). The device was returned to the manufacturer and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the coil was being used for embolization of the left coronary artery and the left ventricle shunt. The coil was used as per usual procedure and advanced to the target vessel through a carry triaxial system. The blood flow was fast and during several attempts to insert and retract the implant at the target site, the implant unintentionally detached from the pusher with approximately 1cm of the tip of the implant exposing. Fluoroscopy was performed and the proximal side of the implant appeared to be stretched and was not clear. Since the implant could be removed along with an intermediate catheter while applying negative pressure, it was presumed that nothing was left in the body. The coil and microcatheter were replaced with another coil and microcatheter to continue the procedure, and the procedure was successfully completed. There was no health damage to the patient. The physician commented that, ''the cause of the event may be partly due to the technique."

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the pusher offset/damaged at the distal end, and the implant stretched from the proximal to the distal section, separated from the pusher and stuck within the microcatheter; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher and implant damage, but the damage is consistent with the device experiencing forces exceeding the pusher and implant's yield strength. The returned microcatheter was found to have flattened areas between 43cm and 47cm from the strain relief and flattened at 16cm from the strain relief, which may have caused or contributed to the reported complaint.